Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. Visual evaluation confirms the upper jaw is broken. Device functioning was not performed due to the damaged of the device. The cause of this event is undetermined.

Event description:
On 12/07/2021, it was reported by a facility representative via sems that an ar-13975nr is not working properly. This was discovered during use in a procedure. No patient affect reported. There was no additional information provided. During returned device evaluation, a reportable malfunction was discovered.